Manufacturer narrative:
The original complaint of a line through the display was not able to be investigated because the pump powered up to a blank screen. The pump was opened and the display screen was cracked. The display was clear and legible when tested with a test display. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a line through the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.